Event description:
This complaint is now reportable based on the analysis completed on 10/09/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the device was unable to cross a previously implanted stent. A taxus liberte stent was implanted in the right coronary artery (rca). A 2.75x16mm taxus liberte stent was then advanced to the lesion, but was unable to cross the implanted stent. The device was removed and the procedure was completed with a promus stent. No patient complications were reported with the patient's current condition listed as "stable". However, returned product analysis revealed stent damage.

Manufacturer narrative:
The stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; three rows of struts on the proximal side of the stent were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).